Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while running, the cardiosave intra-aortic balloon pump (iabp) has a burning smell when running. Device was replaced with another unit. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional contact details: (B)(6). A getinge field service engineer was being dispatched in order to evaluate the unit and went to the onsite and they had powered on the unit and looked at logs. No technical failures were being reported. Then the fse had opened the unit up to verify no saline spill had occurred inside. There was no sign of any spillage or burn marks on any boards. Then the unit was ran for couple and it burnt like a smell occurred during the testing. Then unit was being verified, calibrated from which it had passed all the functional and safety tests per factory specifications. The unit was returned to the customer for clinical use.